Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 20 false positive results for rsv target on the alinity m resp-4-plex assay. The customer stated that rsv was rare in their lab and it is highly unlikely that they could have a contamination issue. The customer confirmed none of the false positive results were released outside the laboratory. Therefore, there was no report of impact to patient due to this observation. This incident is being reported to FDA because the incident occurred in netherlands using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
B5 updated with reference to MDR 3005248192-2022-00200. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer provided 1 sample ID (sid) as an example of their questioned results. The result log files that were mentioned in the activity text of the ticket and/or contained the complaint sample were reviewed. The runs which involved the reported discrepant results were valid and met assay specification requirements. No error codes or flags were associated with the assay controls. No abnormal amplification curves were identified, and the assay was performing as expected with correct interpretations. Sid ((B)(6)) was near or below the limit of detection (lod). Therefore, the results of the sid may not be reproducible. There was no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 was performing outside of the established design performance specifications according to the amplification curve analysis. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766, did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported discrepant result complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766, and respective components. Complaint history review lot specific complaint history review was performed for alinity m resp-4-plex amp kit (list 09n79-090) lot 525766 to identify complaints related to the discrepant results reported in the ticket. A product deficiency was not identified as a result of the complaint history review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960, and respective components, was not identified.

Event description:
MDR 3005248192-2022-00200 was submitted for a similar observation for the same customer site on a different alinity m system serial number.